Event description:
A caller reported a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to reset the pump, which resolved the issue, and the caller was able to successfully start their sensor session.